Event description:
During pt follow up, the ventricular lead impedance was reportedly >3000 ohms and intermittently recorded in device memory. The pt did not claim any abnormal symptoms. No lead measurements were possible at that time, and no anomaly was identified by the physician on an x-ray photo. The device was re-programmed to aai, and the follow-up was finished. As indicated an intervention was performed three weeks later, and an improper lead connection in the ventricular channel was identified, since the lead could be removed without loosening the set-screw. The lead was then re-connected to the subject device and re-implanted.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.